Manufacturer narrative:
No curved polymer I/a tip was returned for evaluation for the report of a unspecified issue resulting in a capsule tear; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. I/a products are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a laser assisted cataract extraction with intraocular lens insertion surgery, a patient experienced a capsule tear. The surgeon reported that the curved ia tip was defective and caused the event. Additional information has been requested.